Manufacturer narrative:
The instrument will not be returning for evaluation as the site has discarded it. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received.

Event description:
It was reported that 17 days post a successful da vinci si hysterectomy procedure, the patient returned to the hospital with severe pelvic symphsis pain. An x-ray found a 5-6 mm metallic object in the patient's pelvis. The patient underwent a laparoscopic procedure on (B)(6) 2011 to retrieve the metallic object using fluoroscopic guidance. The object was believed to be a 'thin rough cover plate' from the mega needle driver instrument. The patient was found to have a ruptured ovarian cyst that was believed to be the cause of her pain.